Event description:
Per sales rep, the caster feet are allegedly bending. The metal allegedly bent down in the middle, and the casters will not clear the edges of the foot, allegedly causing them not being able to spin 360 degrees. No injury is alleged.